Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced vision blurry in all fields. Clinical reason being mentioned as induced lenticular astigmatism. The iol was explanted and exchanged with unspecified monofocal lens, in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by stating, there was no further impact to the patient.